Event description:
It was reported that during a gastrectomy procedure, one side of staple lines were stapled, but the other side was not stapled (staple malformed). The shape of malformed staple was open shape. Another device was used to complete the case. There were no adverse consequences to the pt.